Event description:
Asymptomatic was reported. Bone quality at the time of implant failure type IV. Time of loss in relation to the implantation was before prosthetic restoration. Primary stability was achieved. Osseointegration was not achieved. Augmentation procedure was performed at the time of surgery.

Manufacturer narrative:
Physical analysis cannot be performed. Implant not returned. Customer reported no osseointegration.